Event description:
It was reported the device had corrosion inside battery compartment, failed volume tests, downstream occlusion sensor, device was being tested when fault discovered, no patient involvement.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found damaged downstream occlusion seal, and fluid ingression in the battery compartment. Review of the device's event history log was not applicable. To conduct functional testing three accuracy tests were performed. Upon testing, the device was found to be over delivering. It was determined that the fluid ingression was the root cause. To address the issue the downstream occlusion sensor, seal, and battery compartment assembly was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.